Event description:
It was reported to boston scientific corporation on august 26, 2005 that a c.r.e.balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in 2005 (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon would not deflate. The device was cut and removed from the scope. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.